Manufacturer narrative:
Concomitant product(s): a 6947-58 lead, implanted: (B)(6) 2008; 4196-78 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) and a remote transmission shows ventricular fibrillation (vf) therapy was administered to the patient. A review of a treated episodes shows intermittent t-wave oversensing on the right ventricular (rv) lead and atrial undersensing on the right atrial (ra) lead. A follow up attempt was made with the patient¿s healthcare provider on file; however, the physician had moved and is no longer providing care for the patient. The rv and ra lead remains in use. No further patient complications have been reported as a result of this event.